Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.

Event description:
An adverse event involving a quickie q7 wheelchair was reported to sunrise medical on (B)(6) 2013. It is being alleged that the wheel locks on the wheelchair failed while the occupant was attempting to transfer from her bed into her wheelchair. As a result, the occupant fell to the ground and sustained a broken tibia and fibula in her right leg. Additional information is unavailable at this time due to legal involvement.